Event description:
Boston scientific crm received information that this pt's device and leads were removed due to sepsis and infection. The pt had undergone a device replacement procedure approximately 2 months earlier. While laser extracting the transvenous right ventricular (rv) defibrillation lead, a superior vena cava (svc) tear occurred. Unfortunately, the pt later passed away as a result of this observation.

Manufacturer narrative:
This rv lead was buried with the pt and will not be returned to boston scientific crm. No additional information is available at this time. This event will be updated if any additional information becomes available.